Manufacturer narrative:
(B)(4). Method: the defective components of the complaint iw934 infant warmer are en route to fisher & paykel healthcare in (B)(4) for inspection. We will provide a follow up report upon completion of our investigation.

Event description:
A biomedical equipment technician from a distributor in (B)(6) reported on behalf of a hospital in (B)(6) that an iw934 cosycot infant warmer had a cracked warmer head case.

Manufacturer narrative:
(B)(4) method: the complaint infant warmer was received at the fisher & paykel healthcare service center in (B)(4), where it was inspected by a trained technician. Our investigation is based on the service report and photographs provided by our us facility. Results: inspection of the supplied photographs revealed crack lines in the middle portion on top of the head casing. There were also horizontal crack lines on both sides, with multiple small cracks lines also evident in this area. No discrepancy was noted when the warmer's production record was reviewed. The warmer was released for distribution in january 2003 and is thus nearly ten years old. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The warmer head was fitted with a new head case and harness kit and returned to the healthcare facility after passing the required electrical safety tests.

Event description:
A biomedical equipment technician from a distributor in (B)(4) reported on behalf of a hospital in (B)(6) that an iw934 cosycot infant warmer had a cracked warmer head case.